Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of myalgia ("muscle pain") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced myalgia (seriousness criteria medically significant and intervention required), premature menopause ("early menopause development (43-years-old)"), asthenia ("asthenia that seems to worsen since the beginning of 2017"), tendonitis ("tendonitis especially at the left elbow without explanation (several infiltrations)"), memory impairment ("memory disorders"), visual acuity reduced ("decrease in visual acuity") and sleep disorder ("sleeping disorder") and was found to have weight decreased ("weight loss of 5 kg"), 3 months 12 days after insertion of essure. The patient was treated with surgery (bilateral annexectomy with salpingectomy and uterine horn ablation) and several infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the myalgia, premature menopause, asthenia, weight decreased, tendonitis, memory impairment, visual acuity reduced and sleep disorder was resolving. The reporter provided no causality assessment for asthenia, memory impairment, myalgia, premature menopause, sleep disorder, tendonitis, visual acuity reduced and weight decreased with essure. The reporter commented: events onset date was reported to be the same as date of essure removal (for asthenia, note that description onset refers to a time (beginning of 2017) preceding the essure insertion in (B)(6) 2017). The events are currently justifying a sick leave. One month after removal, she has already started to feel the improvement of her symptomatology, with better sleep and better recovery. Sample was not kept. Most recent follow-up information incorporated above includes: on 25-jan-2019: health authority noted, that this case (2019-015676 ) was a duplicate to record # (B)(4) to which all information will be transferred. This record 2019-015676 will be deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of myalgia ("muscle pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced myalgia (seriousness criteria medically significant and intervention required), premature menopause ("early menopause development ((B)(6) years-old)"), asthenia ("asthenia that seems to worsen since the beginning of 2017"), tendonitis ("tendonitis especially at the left elbow without explanation (several infiltrations)"), memory impairment ("memory disorders"), visual acuity reduced ("decrease in visual acuity") and sleep disorder ("sleeping disorder") and was found to have weight decreased ("weight loss of 5 kg"), 3 months 12 days after insertion of essure. The patient was treated with surgery (bilateral adnexectomy with salpingectomy and uterine horn ablation) and several infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the myalgia, premature menopause, asthenia, weight decreased, tendonitis, memory impairment, visual acuity reduced and sleep disorder was resolving. The reporter provided no causality assessment for asthenia, memory impairment, myalgia, premature menopause, sleep disorder, tendonitis, visual acuity reduced and weight decreased with essure. The reporter commented: events onset date was reported to be the same as date of essure removal (for asthenia, note that description onset refers to a time (beginning of 2017) preceding the essure insertion in (B)(6) 2017). The events are currently justifying a sick leave. One month after removal, she has already started to feel the improvement of her symptomatology, with better sleep and better recovery. Sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.